Event description:
Reporter states the end user went through a large puddle of water on their way into their house which splashed up and got the chair wet. When the parent turned the chair off and the child was out of the chair. The chair took off.no injuries reported.